Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during application, the distal extension line deformed because of a pressure injection of contrast medium in the x-ray. The cvc was already 4 days in situ."the issue was identified during use on patient. Another cvc was inserted. There was no patient harm and the patient's condition is r eported as fine.

Event description:
It was reported that "during application, the distal extension line deformed because of a pressure injection of contrast medium in the x-ray. The cvc was already 4 days in situ." The issue was identified during use on patient. Another cvc was inserted. There was no patient harm and the patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The report that the stretched/ballooned extension line was confirmed through examination of the returned sample. The customer returned one 2-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter body length measured 215mm via calibrated ruler, which is within the specifications of 207-227mm per product drawing. Functional inspection was performed per the product instructions for use which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. Water exited out the catheter as expected. No leaks or blockages were observed. A device history record review was performed with no relevant findings. Additionally, the instructions-for-use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Visual inspection revealed the gray medial extension line was partially ballooned. This damage is consistent with over pressurization of the extension line during use. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.